Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that a b30 scope communication error message was received for the device. There was no image received. Other observations for the device are: protector was worn; switches (sw) sw1 and sw2 not working due to corrosion; connector was discolored; light guide tube and protector were scratched; insertion section was from a third party; and scope information could not be searched. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use, a b30 scope communication error message was received for the device. There is no procedure involved. There is no patient involvement nor any harm reported to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the device being repaired by a person not authorized by olympus and installed with a third-party insert; therefore, the status of the device was not normal and an error message was displayed. The event can be detected/prevented by following the instructions for use which state the following: 1) "inspect the endoscopic system and endoscopic image." 2) "the following table shows the possible causes of and countermeasures against troubles that may occur due to equipment setting errors or deterioration of consumables. Troubles or failures due to other causes than those listed below should be serviced. As repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage, be sure to contact olympus for repair following the instructions given in section 5.4, ¿returning the endoscope for repair¿." Olympus will continue to monitor field performance for this device.